Event description:
It was reported that the patient presented in the emergency room. Upon review, it was noted that the implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of signal which resulted in the delivery of inappropriate shocks. The ICD was reprogrammed. The patient was in stable condition.